Event description:
It was reported the ultraflow catheter ruptured during an avm embolization with onyx, and onyx was observed diffusing in the patient's internal maxillary artery. Upon removal, the catheter fractured and physician was able to snared the broken segment and the onyx that was injected at the ruptured site. The patient status was reported as 'fine'.

Manufacturer narrative:
The device is currently being held by the facility who is not releasing the device for evaluation.